Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 800mg/dl and ketones. It was stated that the customer was not using the insulin pump at time of call. Troubleshooting was performed. It was stated that the customer changed the infusion set and reservoir several times, but the high blood glucose continued. The customer experienced vomiting and nausea. It was mentioned that the physician found the cannula was bent. No further information was provided.